Event description:
It was reported to philips that the device showed the "incompatible data card" message. Further investigation showed that the data card was not properly seated because the processor pca pins were bent. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.